Manufacturer narrative:
(B)(4).

Event description:
On 23sep2016 a patient¿s (pt) eye care provider (ecp) reported that the pt was diagnosed with bacterial infection ou in (B)(6) 2012 while wearing the acuvue 1-day moist brand contact lenses. The ecp reported that the pt presented with red eyes, watering eyes, and eye discharge. The ecp also reported that the pt also had a cold at the time of the visit. The pt was prescribed tobradex 2 drops ou every 2 hours for 2 days; on day 3 through day 10 the eye drops were prescribed every 6 hours ou. The ecp reported that the ¿infection resolved and the pt was switched to acuvue oasys brand lenses in (B)(6) of 2012.¿ the ecp reported that the pts last appointment was (B)(6) 2015. The ecp also reported that the pt ¿is an over wearer of lenses and has a history of lens abuse.¿ this report is to document the event for the pts od event. The event for the pts os will be submitted in a separate report. The lot # is unknown and the product is not available for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.